Manufacturer narrative:
The insulin pump had a blank display due to a faulty liquid crystal display driver board. Unable to verify the unresponsive buttons due to the blank display.

Event description:
The customer called to report that none of the buttons were responding on the insulin pump. Troubleshooting was performed, and the buttons remained unresponsive. Nothing further was reported.